Event description:
The customer reported a tubing split while in use with a power injector. The tubing set was being used to deliver an unspecified contrast media. It was reported that following the injection of the unspecified contrast media, it was noted that the tubing had split and an unspecified volume of contrast, blood, and saline had leaked. The spill was cleaned up according to the hospital's procedure. The tubing set was replaced and the pt was rescanned. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned; however, an investigation is being conducted. (B) (4). (B) (4).